Manufacturer narrative:
Approximate age of device - 2 years & 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient went to clinic with low flow/pump stop alarms on (B)(6) 2019. The data showed five (5) pump stops and seven (7) low speed hazards all occurring on (B)(6) 2019 between 3:09 pm and 4:52 pm. Speed drops were as low as 0 rpms. This type of behavior has been linked to potential issues with the percutaneous lead. These issues occurred while on batteries and the log file did not show any use of a power module over the 23 day log. In order to prevent further interruption in support it may be beneficial to immobilize the percutaneous lead to prevent any further interruption in support. In order for us to identify a possible location of where the compromise in the lead is, x-rays will be needed. Additional information as of (B)(6) 2019: tech services was onsite (B)(6) 2019 for a driveline repair. The entire external portion of the driveline was replaced with no issues. X ray images were viewed onsite and showed a couple areas of concern externally. The patient was placed on a grounded patient cable after the repair and will be monitored overnight for any more alarms. Additional information as of (B)(6) 2019: cause of the pump stop and low speed hazards was possibly caused by double phase break due to driveline fracture. X-ray results showed multiple areas of possible fracture of the external portion of the driveline. No further information provided.

Manufacturer narrative:
: The patient remains ongoing with the device. However, a portion of the percutaneous lead was received for investigation. Manufacturer's investigation conclusion: the evaluation of the returned portion of driveline confirmed damage that could have contributed to the report pump stop events while the patient was supported by battery power. The submitted log file contained data from 18mar2019 to 10apr2019. The log file captured pump stop events on (B)(6) 2019, while the patient was supported by battery power. Following the pump stop events, the file captured a ¿no external power¿ event. It appeared that both power cables were disconnected during a power source exchange and resolved once the system controller was connected to battery power. The system remained operating at the set speed during this event. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. A distal-end driveline replacement was performed on (B)(6) 2019and approximately 15.5¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Visual inspection of the driveline revealed red rescue tape on the outer silicone jacket approximately between 0.5-2¿ and 8.5-11¿ from the metal connector. Removal of the rescue tape revealed minor tears on the outer silicone jacket at approximately 1.5, 8.5 and 10¿ from the metal connector; however, no damage to the bionate layer was identified. Metal braided shield breakdown along the length of the driveline appeared consistent with the duration of use; however, severe breakdown of the metal braided shield was observed at the metal connector and approximately 2.5¿ from the metal connector. Visual inspection of the wires confirmed a breach to the insulation of the green wire at approximately 2¿ and a breach to the insulation of the red wire at approximately 9¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The hmii operates on a three phase motor, where each phase is powered by two redundant wires. If the exposed conductors of any wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as a power module or mpu, an electrical short to ground could have resulted. If the exposed conductors of the damaged wires made direct or simultaneous contact with the metal braided shield while the device was supported by batteries or the ungrounded patient cable, the resulting electrical phase to phase short could have contributed to the pump stop events captured in the log file. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. These documents also describe the fact that backup battery, located inside the system controller, powers the pump for at least 15 minutes during a power-loss emergency. Lastly, the IFU describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and notes that pi events can occur due to sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.